Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were several episodes of non-sustained ventricular oversensing recorded by the device due to noise on the right ventricular (rv) lead or a possible connection issue between the lead and device header. No intervention has been taken at this time and the patient was stable and will continue to be monitored.